Event description:
An assistant at a dental office has a curing light that was sent to them on (B)(6) 2012 and is in warranty. The complaint in the unit is not curing composite. The assistant was asked to check the light guide for debris or damage and it appears to be functional. The intensity meter on the base registers did not register when tested. MFR ref # 3005665377-2013-00004.